Event description:
Reported by email as, the patient presented with a lack of restriction and adjustments only seemed to last for short periods of time. He obviously thought there was a leak, but when they looked under fluoro, it appeared to be a different scenario completely. Event clarified as a band aneurism.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date and serial number provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks" prior to product placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.